Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the device was explanted. The patient's status was unknown.